Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID 3998, lot# v055126, implanted: (B)(6) 2007, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was seen in the ER back in (B)(6) 2015. Impedances were check an confirmed several out of range contacts. The patient battery ended up with an elective replacement indicator (eri) after they were seen and was scheduled for replacement. Once the physician opened up the cervical incision, they saw that the lead was severed from the extension and was not repairable. The replacement was aborted and the old implantable pulse generator (ipg) and extensions were explanted. The patient was shoved against the wall and stimulation changed. They felt pain at the extension connection site. Impedances were checked intra operative at the ipg pocket where all were out of range. The physician left the lead in the epidural space because they did not feel comfortable removing that lead after the amount of time it's been implanted. It was reported that it was unknown if the issue resolved at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v055126, implanted: (B)(6) 2007, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
The consumer reported that on (B)(6) 2015, they could not move and they thought they were having seizures. Their body was shaking and they were taken to the emergency room by ambulance. The patient had not checked their device with their patient programmer. It was noted that a manufacturer representative told the patient that their 2 leads were not working and they needed a new implantable neurostimulator (ins) because it was old. When the device was being reprogrammed it was stimulating the patient too hard and too strong and jerking them. The patient was unable to turn their stimulation on and it would not do anything which started on (B)(6) 2015. The device was also setting off alarms at a retail store which started on (B)(6) 2015. The patient was indicated for complex regional pain syndrome type ii. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.